Event description:
Caller reported the insulin transfer tubing broke while she was sleeping. She awoke with a high blood glucose level, was wet from the insulin that had leaked. No adverse event reported. A request was made for the return of the infusion set, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.